Manufacturer narrative:
Complaint confirmed, the device is undamaged but a 2.9mm pin is stuck and protruding about 1 in from the proximal end of the ar-9401-11. The pin is bent and broken, and circumferential abrasion marks were found on the outer diameter. A likely cause of the event is prying/leveraging the pin during insertion.

Event description:
It was reported that the pin got stuck within the ar-9401-11 guide. The rep pried and pulled trying to remove the pin, but no avail. The surgeon finished the case by doing a free hand cut.